Manufacturer narrative:
This report is submitted on october 20, 2022.

Event description:
Per the clinic, the patient developed a hypertrophic scar at the abutment site and was treated with topical steroid.